Event description:
Reportedly, the device was explanted in 2008 after an implant duration of 7 months due to an unk reason. No other details were provided.

Manufacturer narrative:
The device was not returned for eval.